Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient only feeling stim in their foot and hand was not determined and no likely cause was given. The steps taken/will be taken were noted as being "removal and replacement of snm". The issue has not yet been resolved. The cause of the max settings reached and high impedances were unknown and no likely cause was given. The steps that will be taken were also noted as being removal and replacement of snm. The issues have not yet been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 978b128 (lot: va2nm2e); product type: 0200-lead; section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that for past 6 months patient was only feeling stim in foot and hand. When patient turned stim down (from ~1.5 ma to 0.9 ma), they noticed the sensation in the hand went away, but was still present and painful in the foot. Patient has also had poor bowel control during this time period. When caller initially did impedance check prior to calling, they reported program 2 showed >4k ohms at electrodes 0, 1, and 2, and case showed green checkmark. Caller reported patient had been on program 2 since implant and at 0.9 ma for the past several months. Caller reported patient's last check-up appointment was 1 year ago, at which time there were no issues. Caller currently with patient, and confirmed there had been no prior trauma to the implant site, such as a fall. Caller declined patient having had an MRI or exposure to strong emi. The only possible instance of emi the patient could think of was when they passed through airport security. Caller decided to run another impedance check with agent on the phone. This time, program 2 showed 'maximum settings reached' message at 0.3 ma and all contacts were >4k. Program 1 reach maximum settings at 0.5 ma and all contacts were >4k ohms. Program 3 showed >4k ohms at electrodes 3, 1, and 0. Programs 4, 5, 6, and 7 showed >4k ohms at all contacts. Caller decided to turn ins off at this time. Because patient's existing foot pain was not present at time of appointment, it was unknown if turning ins off affected it. Patient will monitor as the foot pain has been intermittent without any obvious trigger. Agent suggested to caller they would possibly need to consider removal of ins. Caller stated they would like to reach out to their local rep.